Event description:
During a generator replacement surgery, the surgeon reported finding a lead fracture, for which the lead was also replaced. The surgeon said it was possible that it occurred during the replacement, but doesn't think he damaged the lead accidentally. Per a company representative attending the replacement, lead impedances taken before and during the surgery were all within normal range. The generator and lead were said to have been discarded. No additional relevant information has been received to date.